Event description:
It was reported to technical services on 1/10/11 that this atrial lead was cut through at an explant procedure. It was capped by dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).